Event description:
It was reported that during preparation for a stenting procedure, stent damage occurred. A 3.50x24mm promus element plus stent was being prepared for the procedure when the physician noticed that the tip of the stent was crushed. The procedure was completed with another of the same device. No patient complications were reported and the patients status is fine.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).